Event description:
It was reported that the patient presented to the clinic for a generator change procedure. Upon device interrogation, it was identified that both the atrial and right ventricular (rv) leads exhibited noise. Additionally, the atrial lead failed to capture. Both atrial and rv leads were capped and replaced on (B)(6) 2025. The patient was stable throughout.